Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, it was difficulty in draining from the foley catheter. Medicon syringe was used.

Manufacturer narrative:
The reported event was confirmed- other. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and inflated properly with no issues. Balloon concentricity ok. With the return syringe attached the balloon did not deflate passively in under 5 min. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and inflated with no issues. With the (in-house) syringe attached the balloon passively deflated in under 5 min: 1 min 19 sec. The complaint is against the syringe. The risk review has been reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, it was difficulty in draining from the foley catheter. Medicon syringe was used.